Event description:
Per the physician, the patient developed systic swelling in 2008 and about 6 months later, and was treated with systemic antibiotics successfully. The swelling occurred again in 2009, and again was treated with antibiotics with no improvement. The physician then surgically explored the swelling, fluid was drained and the receiver package was found exposed. The patient is receiving repeated dressing changes and is still using the device. Explantation of the device will occur if the infection does not heal in two weeks.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010; the patient was implanted on the contralateral side on (B)(6) 2011. This report is filed (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.